Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus and failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 not detected on bus. A field service engineer observed that the controller board had likely disconnected due to a forceful closure, which was later confirmed by the user team. Upon arrival, the pyxibus connection was found to be improperly seated. The user had already reseated the connection, which successfully restored the service. The user reported that storage space had been recovered following the service restoration. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus and failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.